Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: per visual inspection; the upstream occlusion (uso) seal is buckling. The complaint was confirmed through motor software test, and software power up. The cause was the motor odometer was over 12m rotations. The motor was replaced. Functional testing was performed. The uso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
The customer returned the device stating, ¿motor service due¿; and during device evaluation it was found that the upstream occlusion (uso) seal was buckling. There was no patient involvement.